Manufacturer narrative:
A ge rep evaluated the system and repaired a broken ground wire and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.